Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 694045 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was returned after being explanted for an unknown reason and subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.